Event description:
It was reported that while in its box, the device would not interrogate. The device was not used and returned.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that the pulse generator could not be interrogated. All the wire bonds on the telemetry coil were broken and the coil was detached from the hybrid.